Event description:
The reporter stated that the surgeon explanted a visian implantable contact lens micl 12.1 model because the pt had an elevated intraocular pressure and subcapsular opacity. The surgeon enlarged the original incision to remove the icl and replaced it with an iol. No sutures were required to close the wound.